Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pump was returned to the manufacturer with no information. The hcp later reported that the pump and catheter were removed on (B) (6) 2010 due to a wound infection. The patient experienced erosion and would dehiscence. The pump contained fentanyl and bupivicaine. The patient recovered without sequela.